Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation is related to challenging patient anatomy (thin and friable leaflet). The reported difficult or delayed clip deployment appears to be related to procedural conditions (limited height above valve), per case details. The reported poor imaging is related to procedural conditions (grasping location in between 2 other clips). The reported mitral regurgitation is a cascading event of the incomplete coaptation. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. The reported improper or incorrect procedure or method was associated with the user continuing with clip deployment even though the anterior leaflet insertion assessment was not possible. It was determined this did not contribute to the reported adverse events; therefore, a letter will not be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a secondary mitraclip procedure. During the procedure, a mitraclip xtw was implanted. After deployment a single leaflet detachment (slda)occurred and the clip was no longer attached to the posterior leaflet. An additional mitraclip xt was then inserted and placed between the existing clip from the first procedure and the mitraclip xtw. Due to the location of the implantation, it was not possible to determine the anterior leaflet insertion. The clip was attempted to be deployed, but due to the limited height above the mitral valve led to challenges in deploying the clip and separating it from the delivery catheter shaft. Troubleshooting was performed successfully by turning the steerable guide catheter (sgc) and pulling the sleeve handle. During this deployment process, the mitraclip xt detached from the anterior leaflet. It was determined that the procedure would be discontinued. The final mr remained at grade 4. There were no adverse patient effects or clinically significant delays reported.